Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). H3: analysis of the recharger (rtm) (s/n (B)(6) ) revealed that the complaint was unable to be verified, no issues were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that reason for call was pt reported they couldn't charge their implanted neurostimulator (ins) and experienced longer ins charge times since "a month or two ago," but they saw the "system problem: cannot continue: call medtronic: rm06" message since 2 days ago when charging their ins. Pt said they couldn't charge their ins past 30% after they were charging their ins for 1.5 hours. Pt added they had to remove/re-insert their battery pack to clear the message and to charge their ins since they began to have ins charging issues. Pt noted they worked at the orthopedic associates of michigan and they met with their mdt rep.  In person in the beginning of last week. Mdt rep. Provided the pt with ps number. Their mdt rep. Noted once the pt received a new controller they would be able to reprogram their ins. Pt unlocked their controller and noted their controller battery was at 90% and their ins battery had an orange caution symbol. Patient service specialist (pss) helped the pt inspect the recharger antenna (rtm) cord, rtm plug, and controller port, but no visible damage was detected. Pt noted the rtm coil was hot to the touch when charging their ins. The issue was not resolved. An email was sent to the repair department to replace the rtm. Pss reviewed that based on the issues they have been experiencing, pss suggested replacing the rtm and to call back the issues persisted. No symptoms reported. Patient (pt) called back and says when charging implantable neurostimulator (ins) they don't get the rm-03 code anymore but when the ins gets to 30 percent it stops and says "finished". Controller port looks intact. A replacement controller was sent out.